Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue was resolved by providing the caller with pump reset information, assisting with the reset, and advising to continue using the pump while recommending a call back if the malfunction recurs.